Event description:
Allegedly per (B)(6), the component was removed during the revision of another component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No compliant was stated against this component. The patient and user facility information were not provided. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00610, 00611, 00612. This event occurred in the (B)(6).